Event description:
It was reported that the right ventricular (rv) lead had high svc impedance. The rv lead was explanted and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, in addition, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.